Event description:
It was reported that during an unknown procedure cannot push the knob of the device to the neutral point. No patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Date sent 12/11/2024. D4 batch #963c01. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with the firing knob forward on the non label side and with a reload loaded in the device. The reload was received fully fired with the swing tab unlocked position and the knife not completely within the doghouse. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer to instructions for use as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 963c01, and no non-conformances were identified.